Event description:
On (B) (6) 2010, the patient spoke with a customer care advocate, cca, at her endocrinologist's suggestion. This senior medical surveillance specialist contacted the patient/layperson on (B) (6) 2010 regarding a concern of an elevated blood glucose result on her onetouch ultralink meter followed by low blood glucose. The physician had compared the meter to her continuous glucose monitoring device (cgmd), an invalid comparison. The patient reported the following to this specialist and the cca. On (B) (6) 2010, the patient ate dinner before 4 or 5pm and believes her blood glucose was 120 mg/dl. Upon returning home from work around 8pm, the patient tested, obtaining 400 mg/dl. The patient no longer recognizes elevated and low blood glucoses and the cgmd has no high blood glucose warning feature on it. The patient's insulin pump calculated the result and amount of insulin it would and did inject according to the 400 result. The patient denied that she manually bolused. The patient informed this specialist that 20 minutes later, her cgmd beeped, indicating her blood glucose was low. The patient reported the time frame was one hour later to the cca. The patient found it "hard to think" before the device beeped; reportedly, the symptom she has when low. After receiving the warning, the patient tested with her ultralink: result between 25-30 mg/dl. The patient self treated with a glucagon injection and then tested every two hours to be certain her blood glucose was increasing. No medical intervention from another person was required. The patient's endocrinologist did not change the insulin calculation in the pump. The meter and the test-strips were in range with control solution: 108 with 91-122 range. The patient used her backup ultralink after the event until calling lifescan. Because the patient alleged the pump calculated insulin based upon an inaccurately high blood glucose result that was followed by hypoglycemia, the complaint is reported. The cca replaced the meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.